Event description:
It was reported that during a knee arthroplasty procedure, the femoral component labeled as a 65mm posterior stabilized was found to contain a 65mm non posterior stabilized component. Another component of the same size was available to complete the surgery. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
It was reported that two units from this lot were opened during two separate procedures and the same issue was identified. There have been no trends identified related to this type of event. Review of manufacturing history shows that four units were manufactured under the reported lot number. Review of sales history revealed that all four units manufactured were distributed to biomet (B)(4) . Further investigation into the issue confirmed that this is the only affected lot; an inspection of other lots manufactured the same day confirmed lot was not mixed during manufacturing. Additionally, inspection confirmed other lots met specification. Determination was reached that the operator performed an additional step errantly removing the posterior stabilizing bar from all four units of the reported lot. Date of event - unknown device evaluation - visual examination of photographs provided by initial reporter. Photographic images were made available by the initial reporter prior to the component being returned. The images displayed confirmed all four units of the lot did not contain posterior stabilizing bars. This report filed (B)(6) 2010.